Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation when the patient had returned back to the doctors office, it was confirmed through some tests that there was an alteration on the surface of the lens. It was suggested that a reoperation has to be done to change the lens in the patients right eye. It is still unclear if the lens had been changed or not as a future date on (B)(6) 2023 was given for the change of lens. Additional information has bee requested and received stating an apparent scratch or fibrin was observed on the anterior surface of the iol the surgery was completed on the same day without any complications. Post surgery the patient had complained of blurry vision. On an unspecified date the lens was explanted in a secondary procedure and was replaced with another lens. The condition of the patient is improving.

Manufacturer narrative:
On initial MDR the product code of 2944 was an error. It should have been 3020 on the original MDR. The product was not returned. Photos were provided. The slit lamp photos appeared to show lines/marks in the center of the lens. Unable to determine if these were scratches. The nature and origin of these marks could not be determined from the photos. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Photos were provided. The slit lamp photos appeared to show lines/marks in the center of the lens. The nature and origin of these marks could not be determined from the photos. The issue was indicted to be on the anterior surface. Damage to the anterior surface may occur during loading. If properly loaded, the anterior surface of the lens does not contact the inner lumen of the cartridge. It is unknown if qualified associated products were used. The IFU instructs: company foldable iols are qualified for use with company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instructions for use (IFU) instructs that company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: the IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).